Event description:
It was reported that patient had an infection. It was noted that the implant was moved in match 2012 taken out left cheek and moved to the right cheek. It was later confirmed that patient developed an infection in the left pocket site, which was the reason the device was moved to the right cheek. Since moving the device from the left to right side was the outcome for the infection. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v806787, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 3037, (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reports the healthcare provider did not know what signs and symptoms of infection the patient had been experiencing, whether a culture had been taken, or how the infection was treated. The outcome was that the device was moved to the right side and patient recovered from the infection.